Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 4. Reference MFR report: 1627487-2016-06025, 1627487-2016-06027, and 1627487-2016-06028. It was reported the patient has ineffective stimulation and is not satisfied with the scs system. As a result, surgical intervention may be pending to explant the system.